Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. A 0.035 in. ¿j¿-tip guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was observed to be bent and curved in multiple places. The core wire of the guidewire was observed to be broken with the coiled wire unraveled near the proximal end . A microscopic observation revealed the break site of the core wire of the broken guidewire was tapered with a granular surface, which is indicative of a tensile break. The number and location of the bends in the returned guidewire and the features of the fracture in the core wire suggest the guidewire was likely damaged due to excessive manipulation during the insertion process, the angle of insertion, and/or patient anatomy. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "frayed guidewire" the guidewire was found to be broken.